Manufacturer narrative:
A review of the device history record was performed and all product met finished goods testing requirements for the lot prior to release. Retained samples from the same lot were tested for tensile strength and moisture and all samples passed. The report could not be substantiated and a cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "units broke during surgery".